Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider(hcp) stated the ins partial lead were removed 2-3 years ago - exact date asked, unknown. Hcp inquiring if patient can have MRI with the lead fragment. Hcp reports that during the explant surgery a portion of the lead broke off and was left implanted. Tss did not ask for event date regarding potential allegation reported about the therapy as this is historical info provided during the call. The hcp called back to clarify patient's MRI eligibility in presence of lead fragment less than 6cm. Tss reviewed form that needed to be completed to document / substantiate this situation for MRI eligibility

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider(hcp) stated the ins and partial lead were removed 2-3 years ago - exact date asked, unknown. Hcp inquiring if patient can have MRI with the lead fragment. Hcp reports the patient asked their provider to remove the interstim as hcp thinks that patient was "not getting the results they were looking for" and during the explant surgery a portion of the lead broke off and was left implanted. Tss did not ask for event date regarding potential allegation reported about the therapy as this is historical info provided during the call. The hcp called back to clarify patient's MRI eligibility in presence of lead fragment less than 6cm. Tss reviewed form that needed to be completed to document / substantiate this situation for MRI eligibility.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28, (lot: va1k0ks); product type: 0200-lead; implant date (B)(6) 2017, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.